Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The troubleshooting involved removing the scope, hitting the instrument clutch, flipping the scope 180 degrees, and reinserting it. This resolved the issue, and the image returned to normal, allowing the procedure to continue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that the video image was flipped. Before calling for support, the scope was removed and reinserted, but the image remained flipped. The troubleshooting involved removing the scope, hitting the instrument clutch, flipping the scope 180 degrees, and reinserting it. This resolved the issue, and the image returned to normal, allowing the procedure to continue. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: it is unknown which endoscope they were using that day to send back. All scopes have been working fine since then. No patient harm was done. The problem was correct by the clinical sales rep (csr) in under 2 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
While a definitive root cause cannot be established since the product was not returned and the log review did not reveal any related error, a probable root cause may be attributed to incorrect engagement of endoscope on the arm, resulted on inverted image. The issue was resolved by reseating the endoscope, pressing the instrument clutch and rotating the endoscope 180 degrees. Field h8 corrected to initial use.